Event description:
The customer observed a falsely elevated alinity I active b12 result generated on an alinity I processing module for one patient sample. Sid (B)(6) result on lot 12569up00 = 29.7 pmol/l, result on other lot = 18.1 pmol/l. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Continued information for section e1 phone number: (B)(6).